Event description:
User facility reported that within sixty seconds of uterine ablation procedure with a disposable novasure device, the pt's heart stopped. The physician aborted the procedure. 'Epinephrine was requested to be administered as well as the request for a crash cart. Thereafter, within approx 7 seconds the pt's heart began beating once again." Add'l info was rec'd on june 10, 2007. The pt was admitted for 23 hrs and discharged in "good condition". The physician believes a vaso-vagal response was the cause of the pt's heart stopping.

Manufacturer narrative:
Device history record (DHR) review could not be conducted as a lot and serial number were not provided by the complainant. The device involved in this event was not returned; therefore, an investigation was unable to be performed. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure device.